Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range pacing impedances of greater than 2000 ohms in the left ventricle (lv). It appears the lv impedances have been increasing since implant. It was also noted the patient received one anti-tachycardia pacing (atp) and one shock due to a recent ventricular fibrillation (vf) episode. The shock successfully converted the arrhythmia. At this time, this crt-d remains in service and there were no adverse patient effects reported.